Event description:
The complainant alleged that during a routine shift check by a clinician, the device displayed a "fault 77" fault code message. Subsequently, during the facility's biomedical engineering dept's attempt to duplicate the malfunction, the device displayed status code message "discharge fault" when the device was switched to defib mode. The facility's biomed was not able to duplicate the original reported malfunction. There was no pt involvement with the reported malfunctions.